Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was scratched and there was no pt contact. The reporter stated they were unsure how the scratch occurred. Additional info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation codes: method - lens work order search. Results - visual inspection of the returned product found the lens optic scratched and torn. One haptic was torn and bent. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaints were found within the work order. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.